Manufacturer narrative:
On 10/18/2019, mentor became aware that the patient also experienced unspecified unexplained systemic symptoms, only described as making the patient very sick. The root cause of the patient's symptoms is unclear. Reason for device explant and/or reoperation: rupture, breast pain and generalized illness. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/2/2020, the mentor failure analysis lab received the device for evaluation. On (B)(6)2020, mentor became aware that the patient also experienced bilateral capsular contracture and upon explantation the left-sided device was found to be intact. Mentor also became aware that the patient underwent device replacement with 425cc mentor memorygel breast implants, catalog number 3504254bc, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6)2019. On (B)(6)2020, the product investigation was completed. Device investigation summary: during visual analysis of the sample was found a rupture within an area of shell abrasion ,measuring approximately less than 0.1 cm, both located at the posterior view, also a crease was observed within shell abrasion. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Crease failure which is a known inherent risk associated with the use of gel -filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Regarding to the shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with 450cc mentor memorygel breast implants and experienced bilateral rupture and breast pain post-operational. The ruptures were confirmed with an x-ray exam. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2019. This report is for the patient's right-sided device.